Event description:
On (B)(6) 2021, during valve insertion, a sizing wing of the delivery catheter broke in the patient upon removal of the catheter. The sizing wing was successfully removed with biopsy forceps and the procedure was completed without any further issues.